Event description:
The facility representative reported an ipump with a condition of will not recognize the syringe. The process step is unknown. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is related to a previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.